Event description:
The customer reported having unexplained high blood glucose. The blood glucose reading at time of call was 160mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. During the call the customer mentioned being in the hospital due to high blood glucose. Then the customer called back the next day to run the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.